Event description:
Caller reported a malfunction on pump. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact was reported on blood glucose level. Technical support assisted caller with resetting pump, and malfunction code did not recur. Customer was informed to continue using pump and advised to call back if issue recurs, which caller acknowledged and understood.